Manufacturer narrative:
On 12/20/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. White material was observed on the shell surface. Mentor product analysis lab discovered gel fracture on the device. No other anomalies were discovered. There is no complaint information attached so is not possible to confirm any failure on the device returned. There is not a root cause to determine at the moment. There is no evidence that the issue is related with manufacturing. Multiple attempts were made to obtain additional information regarding this event, but none was made available. Without further information, there was no context given with which to analyze this device. As a result, no complaint can be confirmed, and no findings are available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
Two mentor memoryshape breast implant 280cc gel breast prostheses were received by the mentor product analysis lab. The devices were returned to mentor per the request of the explanting physician. The devices could not be associated with an existing complaint. Analysis on the devices has begun but is not complete yet. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. Documentation accompanying the returned devices states that devices were removed on (B)(6) 2018 and patient¿s explanted devices were replaced with a mentor memorygel breast implant 300cc gel breast prosthesis and a mentor memorygel breast implant 325cc gel breast prosthesis. Because of the medical device removal and replacement involved, this event will be conservatively reported to FDA. This medwatch report is for the first of two mentor memoryshape breast implant 280cc gel breast prostheses.